Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer main 4.1 was not detected on the bus. The field service engineer (fse) resolved issue by powering off the station and replacing the retractor on drawer 4.1. Both ends of the retractor on drawer 4.2 were reset, and after rebooting, the drawers became available. During testing, issues were observed with opening cubie pockets on row boards d and e of drawer 4.1, which were corrected by replacing the tray assemblies for each affected row. The station was tested using the hardware test application, and all functions passed successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "medes - c3 has cubie drawer main 4.1 not detected on bus and individual cubie main 4.1-c3 device not detected on bus" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that drawers 4.1 and 4.2 were missing from the storage space for the main unit. The rear of the unit was open, and all lights were on. The station was powered off, the retractor on drawer 4.1 was replaced, and both ends of the retractor on drawer 4.2 were reset. After boot-up, the drawers were available. During testing, issues were observed when opening a couple of cubie pockets on drawer 4.1, row boards d and e; the tray assemblies for each row were replaced. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 356450-01 (a): the part showed no signs of physical damage, fluid ingress, loose or missing components. (B): the part received showed signs of contamination. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 356450-01: failed the hta testing due to hta not being able to detect the cubie pockets placed on the assembly. During the internal inspection there were no signs of missing components corrosion, excessive contaminants, unsecure connectors and aluminum foil packaging fragments. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "medes - c3 has cubie drawer main 4.1 not detected on bus and individual cubie main 4.1-c3 device not detected on bus" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. Two faulty "assy tray hh", p/n 356450-01 without a specific failed component, which prevents the proper functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer was not detected on bus. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the issue was due to crossed continuity in the retractor assembly causing thermal damage, along with faulty cubie tray assemblies that were not detected during hta testing, resulting in loss of drawer and pocket functionality there were no adverse events or injuries reported based on this event.